Manufacturer narrative:
The customer¿s report of an underinfusion was confirmed in the pcu event log. The pcu event log showed that the reported underinfusion is a result of the duration having been entered as 60 hours and not 60 minutes during the infusion set up. This has resulted in an infusion rate of 0.2167ml/h and not the intended rate of 13.0ml/h. An internal inspection of the pcu and syringe module did not identify any ingress, damage or deficiencies. Functional testing was performed on the pcu and syringe module and all results were within specification. This root cause of the underinfusion is a user programming issue.

Event description:
The report suggests that an underinfusion occurred during a platelet transfusion. No additional information available. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that an underinfusion occurred during a platelet transfusion. No additional information available. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.